Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a deep cut that reaches to the hard part under the pink probe coating, and a chip on the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the investigation results, the actual device has not been returned to the quality department at the shirakawa factory, and the detailed condition of the actual device could not be confirmed. Therefore, the cause of the phenomenon could not be identified from the information obtained from the investigation results. The root cause could not be determined. Olympus will continue to monitor field performance for this device.